Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging was provided for evaluation. The sample was visually evaluated and failed. A black embedded mark was located on the inside of the caresite valve. A subject matter expert observed the foreign substance and confirmed it was brunt resin from the molding machine. Based on the evaluation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the molding process of the product. During the molding process, degraded/burned material can become trapped in the vents. There are multiple controls including inspections on the molded components and assembly process to prevent this type of defect during production. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can be attributed to an incident of this nature. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the user found foreign matter. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.